Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, upstream occlusion was not reproduced. The device was tested for upstream occlusion detection and it passed. A review of the history log revealed multiple occurrences of "upstream occlusion!" Alarms were recorded; however, upstream occlusion detection testing failures cannot be determined through the history log. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The ultrasonic sensor requires recalibration as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump alarmed upstream occlusion during testing in the biomedical service department. There was no patient involvement. No additional information is available.